Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump delivered too much insulin during a bolus. The customer's blood glucose (bg) level subsequently decreased to low, however no value was provided. Customer consumed carbohydrates to address bg. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended and the cause of the bg level was due to customer initiated bolus. The customer continued using the pump for insulin therapy.